Event description:
It was reported that patient was not removing air from cartridge that caused occlusion which led to high blood glucose treated with corrective bolus through pump event on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number and serial number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number and serial number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.